Event description:
The customer tested his blood glucose and received a reading of 112 mg/dl using his breeze2 meter. His glucose was retested using another meter and that reading was 286 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.